Event description:
The pump was replaced because, it was empty for months; the patient could not afford to fill it. The pump was delivering morphine.

Manufacturer narrative:
Product ID, 8832 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2010 (B)(6), product type catheter. (B)(4).